Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the breath delivery flow sensor and the exhalation flow sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a safety valve open diagnostic message. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported evidence of user error. If information is provided in the future, a supplemental report will be issued.